Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the device went into backup vvi mode. The issue has been resolved and the patient was stable with no adverse consequences. Further information was not available.